Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thorascopic lobectomy procedure while being applied to the interlobular fissure, two devices did not fire. A new device was used to complete the case. No injury.